Manufacturer narrative:
The delivery system was returned fully inserted through loader assembly with a three way stopcock attached to the balloon port. The atrion was initially attached to the three way stopcock. There was a kink on proximal portion of balloon shaft due to packaging, and the guidewire lumen and distal nose tip were returned separately. The returned device was visually inspected for any abnormalities under pre- and post-decontamination conditions. Observations noted on the returned delivery system: guidewire lumen separated from both ends, evidence of adhesive in y-connector, evidence of adhesive at both ends of gw lumen, spring is stretched but attached, all marker bands intact, radial and longitudinal balloon burst confirmed, does not appear to be missing any pieces, I/c bond intact, nose tip assembly wings are flared outward. Observations noted on the returned esheath: bunching of liner and partial delamination (non-circumferential), sheath expanded as designed, scratches on sheath shaft, kink approx 2" from distal tip, bunching of strain relief, minor distal tip damage. Due to the condition of the returned device (balloon burst), no relevant functional testing could be performed. Single wall thickness measurements were taken on the inflation balloon along the radial and longitudinal tears to determine if the balloon wall thickness was within specification. A thin wall could leave the balloon more susceptible to a rupture or burst, and could be indicative of a manufacturing nonconformance. All measurements were within specification. A device history review (DHR) was performed and determined none of the relevant work orders revealed any issues that may have contributed to the reported event. A lot history review for wo # (B)(4) revealed no other complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ damaged¿, ¿distal tip, nose tip ¿ separated¿, or ¿delivery system ¿ withdrawal difficulty¿. The occurrence rate for these issues do not exceed the august 2017 control limits for the associated trend category, ¿balloon burst¿ ¿delivery system ¿ damaged¿, ¿distal tip, nose tip ¿ separated¿, or ¿delivery system ¿ withdrawal difficulty¿. No instructions for use (IFU) or training deficiencies were identified. The inspections during manufacturing support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ damaged¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty¿ were confirmed based on visual observation of the returned device. No manufacturing nonconformities were identified on the returned device, and a review of the complaint history, DHR, lot history, and manufacturing mitigation's revealed no indication that a manufacturing issue contributed to the complaint. Further, a review of the IFU and training materials revealed no deficiencies. Balloon ¿ burst the complaint for ¿balloon ¿ burst¿ was confirmed. No manufacturing nonconformities were identified in the returned device and a review of the IFU and training materials revealed no deficiencies. Available information indicates that patient factors (calcification) may have contributed to the event. Because the occurrence rate does not exceed the august 2017 control limits, no corrective/preventative action is required at this time. Delivery system ¿ damaged. The complaint for ¿delivery system ¿ damaged¿ was confirmed. No manufacturing nonconformities were identified in the returned device and a review of the IFU and training materials revealed no deficiencies. Available information indicates that patient/procedural factors (calcification and withdrawal of the burst balloon) may have contributed to the event. Because the occurrence rate does not exceed the august 2017 control limits, no corrective/preventative action is required at this time. Distal tip, nose tip ¿ separated the complaint for ¿distal tip, nose tip ¿ separated¿ was confirmed. No manufacturing nonconformities were identified in the returned device and a review of the IFU and training materials revealed no deficiencies. Available information indicates that patient/procedural factors (calcification and withdrawal of the burst balloon) may have contributed to the event. Because the occurrence rate does not exceed the august 2017 control limits, no corrective/preventative action is required at this time. Delivery system ¿ withdrawal difficulty the complaint for ¿delivery system ¿ withdrawal difficulty¿ was confirmed. No manufacturing nonconformities were identified in the returned device and a review of the IFU and training materials revealed no deficiencies. Available information indicates that patient/procedural factors (calcification and withdrawal of the burst balloon) may have contributed to the event. Because the occurrence rate does not exceed the august 2017 control limits, no corrective/preventative action is required at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation.

Event description:
As reported by a field clinical specialist, the delivery balloon ruptured during valve inflation and separated from the delivery system. A snare was used to remove the proximal portion of the ruptured balloon. All pieces were removed from the patient. There was no injury to the patient. The patient had severe calcification.